Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic funduplication procedure, when the doctor tried to fire the stapler, the stapler and load was stuck. The surgeon was able to press the green button but could not squeeze the handle and the device did not fire. Difficulty in unloading the stapler was also reported. Another product was used to complete the case. There was no patient injury.